Manufacturer narrative:
Device function properly during prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump received with cracked case on the bottom right side at display window corner. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 465mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.